Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters upn: m365db9218150 model: db-9218-15 serial: (B)(6) lot: 7022230.

Event description:
It was reported that the patient felt the deep brain stimulation (dbs) system was not providing benefit for their multiple sclerosis related tremors. Therefore, the patient underwent a procedure where the implantable pulse generator (ipg) and lead adapter were explanted. There were no reported postoperative issues. The devices were not returned as they were retained by the medical facility.